Event description:
Nurse reported patient was admitted to hospital at 11:00 p.m., in 2006 with blood glucose of 882 mg/dl. She indicated that patient was very combative, but was not in a state of dka. Nurse stated that infusion device displayed an 09 (technical inspection due) alarm and was beeping. Nurse indicated that she was unsure how long the infusion device was beeping with end of life. Patient was treated with an insulin drip and antibiotics for an upper respiratory problem. Since patient was combative, he was also medicated to calm him down. Patient reported that he believed the infusion device was not delivering insulin. Nurse indicated that the patient had been hospitalized in june for elevated blood glucose and dka, but it was not related to the infusion device. She stated that in june she had to change the power pack and may have silenced the audible alarm at that time. Nurse stated that patient indicated that there were no beeps since he left the hospital in june. She stated that patient's blood glucose level was lowered as a result of the IV insulin and fluids. Two days later, patient was placed on a different infusion device. The next day, patient was released after basal rate was adjusted and the infusion device was checked to ensure that the audible alarm was working. Product was requested to be returned for evaluation.